Manufacturer narrative:
H6: device code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned and analysis found the catheter body was torn or broken or melted at or after explant and did not affect infusion. The pump was returned and analysis found gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per event logs the pump was delivering baclofen, 200 mcg/ml; 1.20 mcg/day and fentanyl, 10000 mcg/ml; 60 mcg/day. Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 200 mcg/ml and fentanyl, 10000 mcg/ml via intrathecal drug delivery pump for non-malignant pain. The date of the event was unknown. It was reported that the pump stalled. Per the event logs a motor stall occurred (B)(6) 2018 12:43; motor stall recovery occurred (B)(6) 2018 02:14; motor stall occurred (B)(6) 2018 07:12; motor stall recovery occurred (B)(6) 2018 20:05; motor stall occurred (B)(6) 2018 23:23; motor stall recovery occurred (B)(6) 2018 06:16; motor stall occurred (B)(6) 2018 08:48; motor stall recovery occurred (B)(6) 2018 08:49; motor stall occurred (B)(6) 2018 15:09; motor stall recovery occurred (B)(6) 2018 03:18; motor stall occurred (B)(6) 2018 03:50; motor stall recovery occurred (B)(6) 2018 18:19; motor stall occurred (B)(6) 2018 19:45; motor stall recovery occurred (B)(6) 2018 07:06; motor stall occurred (B)(6) 2018 08:42. The patient experienced withdrawal symptoms. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting was unknown. Part of the catheter that was connected to the pump looked to be linked. The physician cut off part of the catheter and replaced it with a new connector. The pump and part of catheter were replaced on (B)(6) 2018. Additional information received from the representative on (B)(6) 2018 indicated that the catheter did not appear to be linked. The issue was resolved, and patient status was alive- no injury. Patient weight and medical history were unknown. No further complications were reported.